Event description:
A malfunction was reported on the pump, with no notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Customer support provided information and assistance for resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue recurred, which they acknowledged and understood.